Event description:
Boston scientific has become aware of the following event: the lesion was isr with a driver stent at rca distal. The stent had not been fully expanded at mid as implantation. The cypher stent was implanted on the driver stent. The mid strut of cypher stent wasn't stuck fast to the lumen. After that, the imaging catheter was advanced to the rca distal and an imaging was performed without problem. It got stuck at the stent lesion at withdrawal. Therefore, it was advanced to rca distal again as the guidewire exit port was come off from the region. When it was tried to remove again, it got stuck, too. Though the guidewire was rotated, advanced and pulled back, it couldn't be improved. Therefore, the catheter was removed with the guidewire. The guidewire exit port got peeled off. Post dilatation was performed with ptca balloon and an imaging was performed with another atlantis sr pro2 without problem, the procedure was completed. The user concluded that the incident occurred as the stent wasn't fully expanded. The patient wasn't influenced by the event.